Event description:
As reported by the edwards clinical specialist (fcs), at the beginning of the transfemoral tavr procedure, the 28f dilator was unable to pass through the left external iliac. The dilator was removed and scoring was noted on the device. A new 28f dilator was introduced but was unable to advance beyond the external iliac. Per report, a few minutes later the patient¿s blood pressure was noted to have decreased from 140's systolic to 90's systolic. An angiogram revealed a perforation of the left external iliac. The perforation was repaired with a viabond 10mm x 10cm covered stent. The physician then attempted to access the right external iliac with a new 28f dilator and was unsuccessful. The team converted to a ta procedure and a 26mm sapien valve was deployed with good results. The patient was noted to be in stable condition at the end of the procedure. Additional information provided by the clinical specialist, indicated that at one day post tavr the patient was doing well, not on any IV drips and would be extubated later that day. In addition, the physician noticed that the pressure started to drop after the 2nd 28f dilator was removed. Furthermore, after the case the physician noted that although only moderate calcification had been seen during the pre-screening, a piece of calcium on the left side appeared to be blocking the dilators. The third dilator used on the right side would also not pass through the right external iliac; however there was no noted scoring seen after it was removed.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications such as insertion difficulties are events associated with the transfemoral tavr procedure. The IFU instructs the operator to dilate the vessel using the dilator kit by advancing and increasing the size of dilators over the guidewire until the appropriate diameter is reached. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for dilator insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. This may be due to excessive calcification, tortuosity, and/or small vessel diameter. When difficulty is encountered inserting/advancing the dilator, it is routine to troubleshoot. This may require exchange of the device over a guide wire; however, this can be performed with minimal delay in treatment and little risk to the patient. In this case, the patient¿s access vessel mld was measured to be 8.0mm and the patient was noted to have moderate calcification and mild tortuosity. The exact cause of the reported event cannot be determined; however, per report, although only moderate calcification had been seen during the pre-screening, a piece of calcium on the left side appeared to be blocking the dilators. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.